Manufacturer narrative:
The reported sensor ((B)(4)) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5. No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was reprogrammed to perform sim vivo testing while in the test fixture. All results were within specification. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the 5th day of the adc device wear and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was administered an insulin (type/dose unknown) injection by a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.